Event description:
Involved components: nn264k / tibial obturator d14mm (aesculap ag reference no. (B)(4)). Nn077k/ columbus cr/ps tib.plateau cemented t4 (aesculap ag reference no. (B)(4)). Nn006k/ columbus cr femoral comp.cemented f6l (aesculap ag reference no. (B)(4)). Nn016k/ columbus cr femoral comp.cemented f6r (aesculap ag reference no. (B)(4)). Nn240/ columbus cr dd glid.surface t4/4+ 10mm (aesculap ag reference no. (B)(4)). Nn078k/ columbus cr/ps tib.plateau cemented t4+ (aesculap ag reference no. (B)(4)). Nn264k/ tibial obturator d14mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the complained product was not made available for investigation. The investigation was based upon batch history review, historical data analysis and event description. For the mentioned failure / problem "elevated inflammation parameters and overheating of the left knee joint, as well as restricted movement and swelling with slight redness" an investigation of the explants would not necessarily be effective. It is not possible to determine from the explant alone how the potential pathogens/bacteria entered the body. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information, as well as the result of the investigation, a clear conclusion cannot be drawn.there is no indication for a design-, manufacturing- and/or material-related failure. The following can be mentioned as an informational note: the bacteria can reach the prosthesis/body in various ways, such as a result of an operation, an injury, a pre-existing bone infection or via the bloodstream in the presence of other inflammations in the body. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product nn240 - columbus cr dd glid.surface t4/4+ 10mm. According to the complaint description, approximately one month after knee arthroplasty, the implanted knee system required revision surgery. The revision was performed based on elevated inflammatory parameters. Clinical assessment prior to revision showed heating of the left knee joint, restricted movement, swelling, and slight skin redness. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nn264k / tibial obturator d14mm (aesculap ag reference no. (B)(4), nn077k/ columbus cr/ps tib.plateau cemented t4 (aesculap ag reference no. (B)(4), nn006k/ columbus cr femoral comp.cemented f6l (aesculap ag reference no. (B)(4), nn016k/ columbus cr femoral comp.cemented f6r (aesculap ag reference no. (B)(4), nn240/ columbus cr dd glid.surface t4/4+ 10mm (aesculap ag reference no. (B)(4), nn078k/ columbus cr/ps tib.plateau cemented t4+ (aesculap ag reference no. (B)(4), nn264k/ tibial obturator d14mm (aesculap ag reference no. (B)(4),